Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the four (4) screws broke during insertion. The broken fragments were left in the patient as it was not possible to remove them. The procedure was completed as planned. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the screws were checked (as far as measurable) and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. Based on the complaint description, we are not able to determine the exact cause of this occurrence and can only assume that a complication during the surgery, like an exceptional hard bone, caused the breakage of the screws. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.